Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects on the device. The device was returned with a loose gray piece of plastic. The reported condition was not confirmed. The investigation found there was no broken or missing piece on the device's jaws. All parts of the jaws were intact. The returned loose piece of gray plastic does not match any material used on the device. The returned gray plastic likely came from a different source. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, at the first sealing, they thought that the handle movement was a little strange, so when they released the jaws from the tissue, something like a fragment with the color of the insulation part on the jaws had fallen into the patient body but was retrieved. Another product was used to complete the case. There was no patient injury.